Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age/race of the patients represented in the article is male/61 years old/white. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿the implantable defibrillator and return to operation of vehicles study.¿ europace. 2013; 15(2):212-218. Doi: 10.1093/europace/eus254. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds). The aim of the study was to characterize the driving habits of implantable cardioverter defibrillator (ICD) patients. The article reported there were patients who experienced inappropriate shocks. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. The status/location of the device is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.